Event description:
A ventilator was returned to a third party service center for evaluation. There was no pt harm or injury reported. During the evaluation of the ventilator at the third party service center, a failure related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.